Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of lung resection, they connected the reload to the handle, then the surgeon articulated the jaws and clamped the pulmonary artery, however they could not squeeze the handle. They replaced the device with a new reload of the different lot #, and the firing was successful. For the second firing, they connected the reload of same lot # to the handle, then the surgeon tried to fire the device, however the same event occurred. They replaced the device with a new handle and reload, and the procedure was completed. The sales checked the returned cartridges and he noted they were not pre-fired. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.